Event description:
Family member of home patient (hp) reports hp was connected to homechoice device before they should have been, during prime. Baxter technician assisted hp in ending treatment for evening. No pt injury or medical intervention required per rn.